Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that alleges pump was under delivering and had high blood glucose. The customer was treated with manual injection. The customer's blood glucose value was 340 mg/dl at the time of the incident and the current blood glucose was 300 mg/dl. The customer was advised to consult with a health care professional on high blood glucose and to confirm settings are correct. The pump will not be returned for analysis.